Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had difficulty loading the cartridge onto the pump. The customer thought that due to the paint peeling on the back of the pump near the cartridge bay, more force was needed when the cartridge was being loaded. The customer's blood glucose level had not been impacted.